Manufacturer narrative:
A review of the exact device history record was impossible due to the unavailability of the lot number of the devices. A device history record review was performed which included lot numbers of all product shipped to this facility in the last (6) months and it revealed that the devices passed all in-coming inspection and testing criteria. The sterilization records were also reviewed and no abnormalities were evident. The involved devices were not returned, therefore, further examination and evaluation was impossible. During two phone conversations with the contact person, he stated he was not present when the catheters were taken out of the pts. The pts had to be sutured the day after their catheters were taken out due to continual bleeding. Our directions for use state the following: when removing the catheter, do not use a sharp, jerking motion or undue force; this may tear the catheter. Free the hub from the tissue prior to removal. After removing the catheter, apply manual pressure to the puncture site for 10-15 minutes until no signs of bleeding are present. Then apply an adhesive wound dressing for another 8 hours.